Manufacturer narrative:
G4: premarket / 510(k) #: k130391, k163174.

Event description:
It was reported that shaft break occurred. The patient presented with a coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the right coronary artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon broke off in the coronary artery. Another 1.20mm x 15mm emerge balloon catheter was advanced; but the balloon also broke off in the coronary artery. The devices were simply removed from the patient in one piece, and an alternate device was then used to complete the procedure. There were no patient complications, and the patient was expected to fully recover.

Manufacturer narrative:
G4: premarket/510(k) #: k130391, k163174. Investigation results: device analysis findings: fg emerge mr, us 1.20 mm x 8 mm balloon catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified no issues along the hypotube shaft. Visual and tactile examination identified multiple kinks along the midshaft. In addition, a break was noted at the port exchange, 23.3 cm from the distal bumper tip. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. It was reported that shaft break occurred. Device analysis confirmed the reported event however based on the condition of the returned device and the fact that no procedural or patient details were provided a clear conclusion to the break cannot be determined.

Event description:
It was reported that shaft break occurred. The patient presented with a coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the right coronary artery. A 1.20 mm x 8 mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon broke off in the coronary artery. Another 1.20 mm x 15 mm emerge balloon catheter was advanced; but the balloon also broke off in the coronary artery. The devices were simply removed from the patient in one piece, and an alternate device was then used to complete the procedure. There were no patient complications, and the patient was expected to fully recover. It was further reported that the break occurred while attempting to cross the lesion.

Manufacturer narrative:
G4: premarket / 510(k) #: k130391, k163174.

Event description:
It was reported that shaft break occurred. The patient presented with a coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the right coronary artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon broke off in the coronary artery. Another 1.20mm x 15mm emerge balloon catheter was advanced; but the balloon also broke off in the coronary artery. The devices were simply removed from the patient in one piece, and an alternate device was then used to complete the procedure. There were no patient complications, and the patient was expected to fully recover. It was further reported that the break occurred while attempting to cross the lesion.